Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection between the supply line of the cassette and the solution bag was reported and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell three. The patient was connected at the time of the alarm. The patient stated that the bottom bag had come loose and solution had spilled onto the floor. The patient stated there was not anything unusual about the supplies during set up, and all connections were secure. The patient stated they had noticed the bag had disconnected from the line after they received the system error 2240; they did not see any damage to the supply line or bag while removing the set up. The technical service representative advised the patient they would need to end therapy and start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.